Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a ventricular tachycardia (vt) detection. Episode 22 is an example of sinus tachycardia detected as ventricular tachycardia (vt) inappropriately and providing anti-tachycardia pacing. (B)(4).

Event description:
It was reported that the device detected atrial tachycardia as ventricular tachycardia (vt) with ventricular anti-tachycardia pacing therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.